Event description:
It was reported that the device was having egm and diagnostics problems. It appeared that the egm showed that the a and v egm lines looked the same or very similar. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.